Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that upon removal, the nail was found to be fractured at the female component and had bent considerably along the male component. No patient adverse event was reported.

Manufacturer narrative:
Visual inspection of the returned nail revealed that the housing tube was broken at the middle of the nail. Based on the visual inspection, the reported issue was confirmed. With the information provided and investigation review of this type of breakage, it is probable that the nail broke due to excessive load generated from weight bearing activities. Pere the precice instructions for use, "the precice nail cannot withstand the stresses of full weight bearing or fatigue failure. Patients should utilize external support and/or restrict activities as directed by the physician until consolidation occurs." A device history review (DHR) was performed on lot number 0062902aaa and there were no deviations in the manufacturing process and the finished product met all acceptance criteria prior to shipment.

Event description:
No additional information provided.